Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 lead implanted: 2002 (B)(6); 2187-75 lead implanted: 2001 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 93% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.